Event description:
Device 2 of 2. Ref MFR report #1627487-2012-15068. It was reported the pt was not able to move their legs after having peripheral leads implanted. The physician indicated the postoperative symptoms were not neurological. F/u indicated the pt was able to walk the day after the implant and the scs system is performing adequately.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.